Event description:
Reference number: (B)(4). Event occurred in qatar. It was reported that the patient faced hypoglycemia on (B)(6) 2026. The blood glucose level was low and the patient had carb to treat it. No further information available.